Event description:
The doctor reported that on (B)(6) 2017 the healing abutments did not screw on implant (B)(4) lot 63034235. The doctor indicated that they were able to complete the procedure by using another abutment hc345.

Manufacturer narrative:
The zimmer dental heal collar was returned for inspection. Visual inspection revealed wear about the collar and the threads are noted to be damaged at the engaging surface of the abutment. The hex head was also slightly worn, but functional. The implant that allegedly would not mate was not returned for inspection. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there was one complaint identified under this lot number which would be considered a similar incident. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15. Information identified: healing collars for use with tapered screw-vent, screw-vent and trabecular metal implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Complaint indicates the healing collar would not assemble with an integrated implant. The alleged event is non-verifiable with the information provided. However inspection confirmed that two of the healing collars were damaged at the threads. A definitive root cause could not be established for the event. The following sections were updated: date of this report. Add expiration date, di: (B)(4). Date received by manufacturer. Type of reports: follow-up number. If follow-up, what type? Add follow up type. Device evaluated by manufacturer: change no to yes. Device MFR date: added device manufacture date. Evaluation codes: add evaluation codes. Additional narrative.